Manufacturer narrative:
Alleged failure: initial settings of the monitor are being switched automatically during surgery and the view becomes black probable root cause: scaler/descaler board. Power supply. Ac inlet board. Connectors. Firmware. Switch board. Available channel. Software not properly upgraded by flashmaster. Prescan incorrectly eliminates channels. Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported the settings on the monitor are being switched automatically during surgery and the view becomes black.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported the settings on the monitor are being switched automatically during surgery and the view becomes black.